Event description:
The customer reported that the device alarmed due to a data acquisition pcb adc reference failure. There was no patient harm. Patient information was requested and none was available.